Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_wrench_acc, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins, model 3058, (B)(4), found ins set screw with additional set screw under grommet. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The ins was received with an additional set screw underneath the grommet. The grommet had a large hole. After removal of the grommet and extra set screw, the original set screw was found under some broken pieces of silicone in the correct location and had not been backed out. Damage to the tecothane was from the top indicating it was from attempting to turn in the extra set screw and the original set screw had not been backed out at all. The original set screw was able to be tightened to a lead. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported the setscrew in the implantable neurostimulator (ins) did not work, which occurred during a procedure. It was noted that during connection of an ins after positive tined lead testing, setscrew of ins did not fixate the lead, and the screw turned loose. The hcp opened a new box with a new ins and that one worked. It was noted that the issue was resolved. No symptoms were reported. There were no further complications reported and/or anticipated.